Event description:
It was reported that during a routine in clinic visit, this left ventricular (lv) lead was found to exhibit loss of capture (loc). The physician ordered for chest xray imaging to be performed. The physician programmed the ventricular therapy to right ventricular (rv) lead only and programmed the lv lead off. At this time, the lv lead remains in service. No additional adverse patient effects were reported.